Manufacturer narrative:
Estimated date was entered as exact date of event was not provided.

Event description:
It was reported that the artificial urinary sphincter (aus) device was removed on an unspecified date due to erosion. The patient was later implanted with a new aus device consisting of a 5.0cm cuff, 61-70 cm h2o balloon and pump. Further information was requested and not yet received. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.